Event description:
Report received of an underdelivery. The device was programmed to deliver an unspecified concentration of amiodarone at a "low rate" with an unspecified dose limit. At 1500, the nurse noted that the bottle of amiodarone had "a lot more than it should have for more than 48 hours of infusing." The device display indicated that a total volume of 200ml had been infused. The pump, tubing set, and bottle of amiodarone were removed from clinical service and therapy was resumed using a replacement pump, new tubing set, and a new bottle of amiodarone. Reportedly, "the patient remained in the intensive care unit (ICU) for two extra days until patient's heart rate reached an unspecified therapeutic rate." There were no reported adverse patient sequelae. During testing by the user facility, the device was programmed to deliver at a rate of 150ml/hr with a vtbi of 10ml. The device delivered a measured volume of 5ml instead of the expected 10ml. Delivery accuracy for this device requires delivery of +/-5% of the set amount.